Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6.

Event description:
Medical reports received reported "suspicion of extracapsular rupture" on right side.

Event description:
Patient reports a few months ago, the first pains appeared and they noticed a bulge in their breast and they have proceeded to perform a careful palpation. As a result, they have noticed a kind of 'hard protrusion as if it were the plastic of the prosthesis about to tear the skin'; they also report the presence of 'dark, grey liquid' leaking out. Patient did not undergo examinations to certify a rupture. Device has been explanted. This relates to the right side. Patient later reported rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of drainage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "'dark, grey liquid' leaking out".

Event description:
Patient reports a few months ago, the first pains appeared and they noticed a bulge in their breast and they have proceeded to perform a careful palpation. As a result, they have noticed a kind of 'hard protrusion as if it were the plastic of the prosthesis about to tear the skin'; they also report the presence of 'dark, grey liquid' leaking out. Patient did not undergo examinations to certify a rupture. The device remains implanted. This relates to the right side.